Event description:
This report is being filed at the request of the patient. It is his contention that an angio seal used to during his cardiac catherization lead to a pseudoaneurysm that had to be evacuated eight (8) days later.